Event description:
An event occurred with the ibgstar system where indirect harm occurred because the patient injected a higher insulin dose and went into hypoglycemia based on readings on the ibgstar which were presumed to be too high.

Manufacturer narrative:
Ibgstar meter (B)(4) and test strips lot # im29we98g, exp. 01/2013 (range 105-159mg/dl) were tested on (B)(6) 2012. Results: 134mg/dl, 132mg/dl, 135mg/dl. The complaint could not be confirmed. The function test had shown that the ibgstar meter worked properly and met specifications.